Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for analysis. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock mechanism and sensor. As a result, the latch lock flex sensor, downstream occlusion sensor, and the latch lock mechanism were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a constant "cassette not attached properly. Reattach cassette." Alarm. There was unknown patient involvement.